Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned one (1) loose 29gx12.7mm, 0.5ml bd insulin syringe. Customer reported the syringe tip was damaged. The returned syringe was examined, and it was observed that the needle-hub/shield assembly was separated; the barrel was observed to be broken. Manufacturing ((B)(4)) will be notified of the observed issues. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel, hub separates) root cause description: on (B)(6) 2019, (B)(6) received a complaint, via pictures, from material 326666. The batch number is unknown. Visual inspection of the pictures showed the needle assembly separated from the barrel. The barrel is broken and missing on one side from the edge of the ¿b¿ of ¿bd¿ to the tip. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. It is not possible to review the quality notifications or maintenance dispatches as the batch number is unknown. Root cause for this defect cannot be determined.

Event description:
It was reported that damaged barrel tip occurred with a syringe 0.5ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "the syringe tip was damaged."